Event description:
It was reported that this inflatable penile prosthesis (ipp) presented difficulty in filling the device. The urologist identified an aneurysm in the phallus and noted a perforation in the outer fabric of the cylinder upon visual inspection. The cause of the perforation is unknown. A surgical procedure was performed in which the device was removed and replaced. There were no further patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented difficulty in filling the device. The urologist identified an aneurysm in the phallus and noted a perforation in the outer fabric of the cylinder upon visual inspection. The cause of the perforation is unknown. A surgical procedure was performed in which the device was removed and replaced. There were no further patient complications reported.